Event description:
Customer reported with an issue of "tip hole". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the lighting lens is peeled off. There is a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap. This report is being submitted for adhesive part of the lighting lens peeled off found during device evaluation. (Reportable event).

Manufacturer narrative:
Device return evaluation was completed . The customer complaint of "tip hole" was confirmed. Holes in the curved rubber causing leakage was determined. (Watertightness is not maintained due to holes in the curved rubber due to external factors) as noted by service repair. Furthermore, upon inspection, service noted the adhesive part of the lighting lens has come off. Additionally, the followings during device evaluation were noted : scratches on the tip cover due to external factors are recognized. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches on the insertion tube due to external factors are observed. Wrinkles in the insertion tube due to external factors are observed. There are curved rubber scratches caused by external factors. The curved rubber adhesive part is missing. Scratches on the tip body due to external factors are recognized. Scratches are found on the operation part due to external factors. There is dirt on the operation part that is difficult to remove due to handling (insufficient cleaning). Scratches are found on the switch box due to external factors. Scratches on the operation unit cover due to external factors are observed. There are scratches on the u/d knob due to external factors. There are scratches on the ud angle fixing lever due to external factors. Scratches are found on the r/l knob due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the universal cord due to external factors. Scratches on the scope connector side of the universal cord due to external factors scratches are found on the scope connector due to external factors. There are scratches on the rl angle fixing knob due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.